Event description:
Customer reported being hospitalized due to a car accident. The customer stated that the accident was caused by low blood sugar. The cause of low sugar level was unk at time of call. Troubleshooting was performed. Programming and bolus history were accurate. Suggested customer call md to discuss possible causes of low bg.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.